Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but the patient noted that peritoneal dialysis was performed in a different environment than the usual setting. On unreported date(s), the patient was treated with ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis event. Physioneal and nutrineal therapies were ongoing. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.